Event description:
A portion of a 145 cm wholey wire was left in pt's right femoral artery. The right groin was visualized under fluoroscopy post case. Approx 6cm of wire with small ball at the end, was found in place.